Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and following was obtained: did the 4 cases of needle pull off from suture occurred during the same procedure or different procedures? Different procedures. If, different procedures: please provide names and dates of the procedures? Unknown. Were these previously reported to ethicon? If yes, can you provide a product complaint number. No. If not previously reported, please provide the following information for each procedure: what was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? One happened during removal from package, the others happened just starting to suture through tissue or had only gotten 3-4 sutures in. Product code (y463g or other)? Y463g. Lot number (qkmlat or other)? Believe same lot # qkmlat. Quantity involved in each procedure? 1 each of these procedures. Three pull off intra-op events were submitted via 2210968-2021-02679, and 2210968-2021-02764.

Event description:
It was reported by vet that an animal underwent an animal procedure on unknown date in the past two months and the suture was used. During the surgery, when suturing had been just started through tissue or had only gotten 3-4 sutures in, the needle has come right off the suture; pull off occurred.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qkmlat / y463g50, and no non-conformances related to the reported complaint condition were identified. (B)(4).